Manufacturer narrative:
Foreign incident. Non-USA UDI associated with this incident due to translated labelling provided ous. Device is equivalent to that sold in USA.

Event description:
The surgeon reported a significant postoperative, inflammatory, tass-like reaction. The operating surgeon reported observing something in the anterior chamber during the postoperative period. The surgeon reportedly investigated and made attempts to remove it from the anterior chamber. The follow up patient information provided to nova eye stated that, without intervention, nothing was observed in the anterior chamber.